Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device did not provide a patient circuit disconnect alarm as expected, when disconnected from a patient. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. The initial reporter advised ventec that he had submitted an "FDA form 3500 for health professionals" to the FDA, and he provided a copy of the pdf to ventec. The pdf did not however, contain a medwatch report number and the reporter stated he did not receive one.